Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿early or late postoperative, infection, and allergic reaction.¿

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent a revision and an irrigation and debridement procedure on (B)(6) 2015 due to infection. During the procedure, the tibial bearing was removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded